Event description:
Customer reported experiencing issues with battery depletion. There was no adverse impact to the customer¿s blood glucose level reported in specific numeric terms. The customer declined further troubleshooting, and it was noted the pump's warranty has expired, indicating the pump cannot be repaired or replaced.